Event description:
We were informed on october 10, 2024 about an event regarding a patient with (B)(6) spinal cord stimulation (scs) paddle lead. The patient underwent a procedure in which the (B)(6) paddle lead was explanted as it stopped working, and also because the patient was receiving ineffective therapy. The physician's name is (B)(6), and the surgery occurred at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).